Manufacturer narrative:
(B)(4). Batch history review: we have checked the manufacturing file of batch nr19h05g8671 of surecan safety ii needles which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of (B)(4) needles released in august 2019. Investigation results: we did not received the complaint sample for investigation. Conclusion: without the complaint sample for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. This is a known risk linked to needle use. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. This is a rare incident (<0.001%), no corrective action is envisaged at the moment.

Event description:
Device was used for washing port in a patient with breast neoplasy. Procedure was about 15 minutes. When the nurse threw away the device, she punctured herself since the safety system of the needle did not work. Consequences: contamination of the nurse, patient is (B)(6). The nurse follows the procedure for biological risk. Patient (B)(6).